Event description:
It was reported that a patient experienced hyperglycemia with a reported blood glucose of 405 mg/dl while the ilet was operating in bg run mode due to unavailability of g7 sensors, and the user planned to continue bg run mode or use alternate therapy until replacement sensors arrive. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and the user continued therapy with education provided. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alarms and no specific device component malfunction identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.